Manufacturer narrative:
Per tandem's t:slim g4 user guide: "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 90 (mg/dl). Reportedly, the customer was unsure if the on-screen instructions were followed. During tandem technical support's troubleshooting, the customer was able to load a cartridge successfully.